Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included kidney stone and cyst. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abortion spontaneous ("pregnancy: stillbirth/miscarriage: unspecified"), depression ("depression"), migraine ("migraines/headaches") and nephrolithiasis ("kidney stones") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, genital haemorrhage, dermatitis allergic, urinary tract infection, fatigue, tooth disorder, headache, nausea, visual impairment, vaginal haemorrhage, abortion spontaneous, pregnancy with contraceptive device, depression, migraine and nephrolithiasis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nephrolithiasis, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems: uti. Essure insertion date provided in pif : (B)(6) 2007 (discrepancy noted ). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified): result : not provided. Diagnostic results: on (B)(6) 2021, kidneys, ureters,bladder (kub)-the kidneys are obscured by the colon. There are some calcifications that project over the inferior pole of the right kidney that may represent renal stones, the larger cyst measuring 12 mm. Essure devices are noted in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: medical record received : reporter information, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, genital haemorrhage, dermatitis allergic, urinary tract infection, fatigue, tooth disorder, headache, nausea and visual impairment outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, tooth disorder, urinary tract infection, uterine perforation and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems: uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified): result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), anemia, general abnormal bleeding, allergy: rash/skin condition, perforation: uterus, uti, fatigue, dental probs., headaches, nausea, vision problems. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abortion spontaneous ("pregnancy: stillbirth/miscarriage: unspecified"), depression ("depression"), migraine ("migraines/headaches") and nephrolithiasis ("kidney stones") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, genital haemorrhage, dermatitis allergic, urinary tract infection, fatigue, tooth disorder, headache, nausea, visual impairment, vaginal haemorrhage, abortion spontaneous, pregnancy with contraceptive device, depression, migraine and nephrolithiasis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems: uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified): result : not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abortion spontaneous ("pregnancy: stillbirth/miscarriage: unspecified"), depression ("depression"), migraine ("migraines/headaches") and nephrolithiasis ("kidney stones") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, genital haemorrhage, dermatitis allergic, urinary tract infection, fatigue, tooth disorder, headache, nausea, visual impairment, vaginal haemorrhage, abortion spontaneous, pregnancy with contraceptive device, depression, migraine and nephrolithiasis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems: uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified): result : not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: plaintiff fact sheet received. Events¿ abnormal bleeding (vaginal), pregnancy: stillbirth/miscarriage: unspecified, pregnancy with contraceptive device, device ineffective, depression, migraines/headaches, and kidney stones¿. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.